Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead had dislodged and pulled back so that only the first electrode was inside the lateral vein. It was also noted that the lv lead thresholds were high. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.